Manufacturer narrative:
Block h11: blocks b2, b5, and h6 have been updated based on the additional information received on december 23, 2025. Block h6: device code e0402 captures the reportable event of allergic reaction.

Event description:
It was reported that an advantage fit blue was implanted to the patient during a procedure performed on (B)(6) 2025. Approximately two weeks following the implantation, the patient has experienced persistent itching which has improved over time but still persists. Aside from chronic itching, no additional symptoms were reported, and the patient's current condition is otherwise normal. While attempting to identify the cause, the patient disclosed an allergy to cobalt blue, prompting the physician to inquire about the dye used in the mesh. The physician noted that the patient may also have an allergy to copper and further evaluation was directed. The patient has been scheduled to undergo allergy skin testing in (B)(6) 2025. In the physician's opinion, it is currently uncertain whether the device or procedure contributed to the patient's symptoms, pending the results of allergy testing. To date, management has included medical treatment for chronic itching and treatment for scabies, with allergy patch testing identified as the next step in evaluation.

Manufacturer narrative:
Block h6: device code e0402 captures the reportable event of allergic reaction.

Event description:
It was reported that an advantage fit blue was implanted to the patient during a procedure performed on (B)(6) 2025. Following the implantation, the patient has experienced persistent itching which has improved over time but still persists. While attempting to identify the cause, the patient disclosed an allergy to cobalt blue, prompting the physician to inquire about the dye used in the mesh. The physician noted that the patient may also have an allergy to copper and further evaluation was directed. The patient has been scheduled to undergo allergy skin testing in (B)(6) 2025.